Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer showed no cubies loaded in the auxiliary drawer 5. A field service engineer (fse) tested drawer 5 using the hardware test application, removed all cubies from the drawer, cleared debris from the cubie trays, shut down the station, reseated all cables in the drawer to resolve the issue, restarted the station, and tested the drawer again using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer or sensor was intermittently failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.